Event description:
A non-healthcare professional reported that during a cataract extraction with an intraocular lens (iol) implant procedure, doctor reported that when inserting intraocular lens in the cartridge, she noticed that same had a breakage in the tip. There was patient contact observed. It was reported that there was no patient harm and no intervention or hospitalization was required as a result of the event.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).